Manufacturer narrative:
Investigation description: complaint could not be confirmed. The device was returned sealed; the display assembly was not separated from the housing. Visual inspection found no damage to screen or display assembly. During testing the device was opened to inspect internal components as a precaution; no fault was found with the device.

Event description:
It was reported that the ilet pump (sn (B)(6)) was accidentally dropped, after which the screen assembly became dislodged and the device required tape to hold components together, consistent with screen delamination and external housing damage. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included a replacement ilet being issued with return of the original device pending. Investigation included customer interview and documentation review. Investigation of this case revealed mechanical damage due to accidental drop with screen detachment but no cracked display, aligning with physical impact damage to the pump enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage from accidental physical stress.